Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 53 mg/dl at the time of the incident and current blood glucose was above 300 mg/dl. A couple of hours before it happened the pump went into suspend because the blood glucose was low, and customer¿s blood glucose was going up and it about 90 mg/dl and the pump suspended, and blood glucose continued to go up. Customer has treated with food. Customer has been experiencing low blood glucose for 1 hour. Customer low set to 70 mg/dl and later her sensor was showing 80 mg/dl which was within the 20 mg/dl of her low setting which would have caused the pump to alarm with suspend before. Customer had no other concerns. Customer will monitor the pump and discussed resuming the pump suspend when her blood glucose are rising and she is able to respond to the pump. Customer declined troubleshoot for high and low blood glucose. The blood glucose values displayed were 136 mg/dl, 200 mg/dl, 262 mg/dl and 316 mg/dl. The blood glucose was 64 mg/dl, 72 mg/dl, 200 mg/dl, 63 mg/dl, 57 mg/dl, 53 mg/dl, 56 mg/dl, 59 mg/dl, 62 mg/dl, 65 mg/dl, 80 mg/dl and 134 mg/dl. Customer treated the low blood glucose with a small glass of orange juice and high blood glucose with the pump. The insulin pump will not be returned for analysis.